Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm performed all calibration verifications and ran the iabp unit on a trainer with normal function and was unable to duplicate the customer's reported issue. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The stm did not observe any issues and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm followed by a hissing noise from the console. The iabp unit was swapped out with another iabp unit to continue therapy without issue. The original iabp unit was sent to the biomed. It was later reported that the customer had found a hole in the intra-aortic balloon (iab) and had requested the iabp unit be checked to be sure of no other issues. There was no patient harm and no adverse event was reported.